Event description:
Our distributor (B)(6) contacted us with information that one customer in (B)(6) reported false positive reactions with seraclone anti-n. Despite several inquiries, we did not receive information on the danish customer's identity, or which lots of seraclone anti-n were affected nor did we able to obtain any information on the date of event. Neither the supposedly defective product nor the samples that had caused false positive test results were returned by the customer. Therefore, our quality control laboratory tested the retained samples of all three possibly affected lots of seraclone anti-n. All positive and negative reactions were correct. We did not observe any false positive reactions. Furthermore the ph value of all three affected lots was measured and met the acceptance criterion. Testing by our quality control laboratory confirmed the allegedly defective lots of seraclone anti-n function correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lots.

Manufacturer narrative:
This is our combined initial and final report on this incident.